Event description:
It was reported that the customer went to the emergency room due to blood glucose level being 601 mg/dl. The customer was treated with intravenous saline and insulin and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent occlusion had alarms occurred. During a systems check with tandem technical support (cts) it was discovered admelog insulin was used within the cartridge. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.